Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer low high blood glucose of 44 mg/dl. Customer declined troubleshooting of the low blood glucose and for all sensor issues. Customer stated that one time the sensor fell off. Customer was using over tape and sometime of protective film. Customer reported that recently there was sensor updating and then change the sensor. The insulin pump will not be returned for analysis.